Event description:
It was reported that a patient presented with their right ventricular (rv) lead dislodged. During repositioning, the stylet was unable to be advanced due to insulation damage causing blood to enter the lumen. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.